Event description:
It was reported that the procedure was to treat a totally occluded lesion in the right common iliac artery with heavy calcification. The 10 x 39 mm x 80 cm omni elite stent delivery system (sds) was advanced and resistance was noted with the 6f sheath. The sheath was changed to a 7f, and the sds was advanced. The stent was deployed successfully at 10 atmospheres (atm). An attempt was made to post-dilate the stent with the sds balloon; however, it was not possible to inflate the balloon anymore. The omni elite sds was removed without issue and a new balloon catheter was used to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation difficulties were able to be confirmed as there was a rupture in the balloon. The difficulties advancing the device through the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.